Manufacturer narrative:
A supplemental MDR is being submitted for additional information and correction from a product investigation. The following sections of this report has been updated: b4, g3, g6, h2, and h6. The following sections of this report have been corrected: h6 device code (removed 1250). The device was used in off-label implantation in the native aortic position for aortic insufficiency. As there are no specific IFU or training materials related to native aortic insufficiency procedures, the available training materials were reviewed only for information potentially relevant to the device use. Per the instructions for use (IFU), valve embolization is a known potential adverse event associated with the transcatheter valve replacement (thv) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to embolization of the device, including improper positioning before deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy (in aortic position), minimally or bulky/severely calcified leaflets, preserved ejection fraction, loss of pacing capture, rapid deployment, the release of stored tension during deployment, and inaccurate measurement of the landing zone, a landing zone with an elliptical shape, and valve under or oversizing. The IFU cautions that incorrect sizing of the valve may lead to paravalvular leak, migration, or embolization. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv (all models). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor in the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for embolization, a balloon valvuloplasty may indicate potential balloon movement during valve deployment. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate use of the valve in an off-label procedure caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. Transcatheter aortic valve replacement in native aortic position using the sapien 3 ultra resilia (s3ur) with the commander delivery system (ds) is indicated for use in the united states of america for symptomatic heart disease due to severe native calcific aortic stenosis. Per complaint description, implantation of the sapien 3 ultra resilia was attempted in an anatomy that had no aortic calcification. The risk management file captures risks for indicated device use only. The review of the risk management file is complete, and no further action is required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
The investigation is ongoing. H3 other text : the valve was not returned for evaluation.

Event description:
As reported by a field clinical specialist (fcs), during a tavr procedure with a 29mm sapien 3 ultra resilia valve, the plan was to add 1-2 cc to valve due to no calcium on leaflets. The valve was prepared per IFU. The valve was successfully deployed, and the intraoperative transesophageal echocardiogram (tee) showed some mild paravalvular leak (pvl). The valve was post dilated with 1cc. A repeat tee showed trace pvl. The tavr team decided the valve looked satisfactory and completed procedure. The fcs was notified that valve embolized 1 day after the tavr procedure by interventional cardiologist. The patient was having a 24hour post-procedure echo and it was noted that the valve had embolized into left ventricular outflow tract (lvot) and caused wide open aortic insufficiency. The patient was asymptomatic and stable. The patient was brought to surgery to retrieve embolized valve and place a surgical valve. Open heart surgery was successful. The patient stable without any further complications.